Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 39 events for the failure: overheating of device. - 38 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 39 events were reported for this quarter. Product return status (B)(4) devices were evaluated based on historical data analysis. (B)(4) device investigation type has not yet been determined. Evaluation findings (results/components) (B)(4) devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable (B)(4) device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition (B)(4) devices: product not received (B)(4) device: product disposition is not yet determined. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.